Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls; customer reported on (B)(6) 2016 did not require medical attention; customer was at doctor's office for general physical exam; customer was diagnosed with hypoglycemia and medication was prescribed.

Event description:
Customer complains of low blood results. Customer called with his wife on the line stating that he has an headache and feels very fatigue. Customer explained that after obtaining a result in the 60mg/dl ranges from the meter he drank a soda and then retest his glucose within 5 minutes but the meter showed that his glucose remained low. Customer is concerned with the results obtained; true 2 go 60mg/dl, true 2 go 115mg/dl and true 2 go 130mg/dl.